Event description:
Tampon leaving chunks behind, falling apart [device breakage]. Case narrative: consumer reported via e-mail that the tampon is leaving chunks behind and falling apart during use. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.